Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for routine follow up. Upon interrogation, the right atrial lead exhibited noise. Noise was reproducible with isometric testing. The lead was reprogrammed. The patient would continue to be monitored.